Event description:
During a carotid stenting procedure, the patient's blood flow stopped. The blood around the target lesion was suctioned with an aspiration catheter (eliminate, clinical supply) and the flow returned to normal. The pt was ld male. The target lesion was the right internal carotid artery. There was no calcification or vessel tortuosity, the rate of stenosis was 80%. This complaint is from a clinical study. The products were properly inspected and prepped. The angioguard xp delivery and the precise stent placement were successful. Pre-dilatation (3.5mm/6atm) and post-dilatation (4.5mm/3atm) were performed with a balloon catheter (brand unknown). Sometime during the procedure, hypoperfusion occurred and the physician suctioned debris from the location of the filter basket. Blood flow returned to normal. There were no neurological symptoms and the pt has been discharged.

Manufacturer narrative:
The product(s) are not available for analysis. A review of the manufacturing route sheets for the involved lot(s) confirmed that the device(s) met quality requirements for product acceptance. Additional info will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 9616099-2009-01017.